Event description:
Additional information received reported that the explant was secondary to normal end of battery life. It was reported that the pump was replaced on (B)(6) 2014. The pump was last filled on (B)(6) 2014 and was delivering morphine, bupivacaine, clonidine and baclofen. Additional information received reported that the pump was delivering compound baclofen.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced decreased pain relief. The pump was at end of life. The device was explanted.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the pump found motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis of the pump also found motor gear train anomaly stall due to gear-pinion.